Event description:
It was reported that the sys would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge rvc rep performed on onsite investigation. The image processor boards was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.